Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("essure on the right side of the uterus appeared to be distal from the interstitium of the uterus and more within the fallopian tube") and pelvic pain ("persistent pelvic pain") in a 38 year-old female patient who had essure inserted (lot no. D40622) for sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 3, multigravida, hypertension, uti and lower abdominal pain. Previously administered products included: oral contraceptive nos. Concurrent conditions were listed as thyroid nodular, redness and local swelling. Concomitant products included naproxen, baclofen and olmetec (olmesartan medoxomil). On (B)(6)2015, the patient had essure inserted. In 2016 she experienced low back pain ("lower back pain") and arthralgia ("joint pain"). In 2017 she experienced pelvic pain (seriousness criteria medically important and intervention required). On (B)(6)2018 she experienced back pain (with radiation) ("sharp lower back pain (right side) that worsened with bending and movements, radiated down the right knee"). On (B)(6)2019 she experienced a first episode of back pain ("low and upper back pain that worsens at night time"). On (B)(6)2019 she experienced a second episode of back pain ("severe back pain"). Essure was removed on (B)(6)2019. On unknown date she experienced device dislocation (seriousness criteria medically important and intervention required). The patient was treated with surgery (essure and fallopian tubes were removed). At the time of the report, the low back pain, back pain (with radiation) and arthralgia had not resolved. The outcomes for pelvic pain and the last episode of back pain were unknown. The reporter considered arthralgia, low back pain, back pain (with radiation), the first episode of back pain, the second episode of back pain, device dislocation and pelvic pain to be related to essure administration. The reporter commented: treatment: tissue therapy, but it didn't work. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] (date unknown): denies spill bilaterally consult recommendations: tubes occluded. Good coil location [ultrasound pelvis] on (B)(6)2019: non pregnant. Endometrial cavity through the myometrium [cornua] compatible with essure device. [Ultrasound scan] (dates unknown): the findings are in keeping with superimposed infection of a pre existent soft tissue nodule, benign, e.g. Pilonidal sinus and sebaceous cyst and few mildly heterogeneous mildly hypoechoic nodules were demonstrated, one in the isthmus measuring 9 mm in maximal diameter. Another one at the junction of the isthmus with right thyroid lobe measuring also 9 mm, and a third thyroid nodule was also found in the right lobe measuring 8 mm. A 7 mm nodule was also found on the left lobe. No worrisome characteristics were described for those nodules [ultrasound uterus] on (B)(6)2019: essure on the right side of the uterus appeared to be distal from the interstitium of the uterus and more within the fallopian tube. The essure on the left side appeared to be appropriately placed and the essure on the right side of the uterus appears to be distal from the interstitium of the uterus and more within fallopian tube. The essure on the, left side appears to be appropriately placed. Normal ovaries quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 15-jan-2024: upon receiving a new follow-up information, it was confirmed that cases 2019-014577 (bca-2019-ca-000434) and 2019-151179 (bca-2019-ca-005841)are duplicates of each other. All the information from deleted duplicate case 2019-151179 was transferred to this case. E2b company number added, reporter's, patient age, medical history, lab data added, events-device dislocation, pelvic pain, back pain, back pain, back pain ptc result ,annex f codes added, product start stop dates updated.(2951250-2019-04793). Further company follow-up with the lawyer is not possible. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4) essure on the right side of the uterus appeared to be distal from the interstitium of the uterus and more within the fallopian tube [device dislocation], next essure fragments were noted sticking out from the cornual end of both fallopian end [device breakage], along with essure that was embedded inside the cornual end of the fallopian tubes [embedded device], persistent pelvic pain [pelvic pain female], lower back pain [low back pain], sharp lower back pain (right side) that worsened with bending and movements, radiated down the right knee [back pain (with radiation)], low and upper back pain that worsenes at nighttime [back pain], severe back pain [back pain], joint pain [joint pain] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure on the right side of the uterus appeared to be distal from the interstitium of the uterus and more within the fallopian tube"), device breakage ("next essure fragments were noted sticking out from the cornual end of both fallopian end"), embedded device ("along with essure that was embedded inside the cornual end of the fallopian tubes") and pelvic pain ("persistent pelvic pain") in a 38 year-old female patient who had essure inserted (lot no. D40622) for sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 3, multigravida, hypertension, uti and lower abdominal pain. Previously administered products included: oral contraceptive nos. Concurrent conditions were listed as fatigue, dyspareunia, leg pain, thyroid nodule, difficulty sleeping, rheumatoid arthritis, thyroid nodular, redness and local swelling. Concomitant products included naproxen, baclofen and olmetec (olmesartan medoxomil). On (B)(6) 2015, the patient had essure inserted. In 2016 she experienced low back pain ("lower back pain") and arthralgia ("joint pain"). In 2017 she experienced pelvic pain (seriousness criteria medically important and intervention required). On (B)(6)2018 she experienced back pain (with radiation) ("sharp lower back pain (right side) that worsened with bending and movements, radiated down the right knee"). On (B)(6) 2019 she experienced a first episode of back pain ("low and upper back pain that worsens at night"). On (B)(6) 2019 she experienced a second episode of back pain ("severe back pain"). On unknown date she experienced device dislocation (seriousness criteria medically important and intervention required), device breakage (seriousness criterion intervention required) and embedded device (seriousness criterion medically important). The patient was treated with surgery (on (B)(6)2019 essure and fallopian tubes were removed and laparoscopic essure removal). Essure was removed on (B)(6)2021. At the time of the report, the low back pain, back pain (with radiation) and arthralgia had not resolved. The outcomes for device breakage, embedded device, pelvic pain and the last episode of back pain were unknown. The reporter considered arthralgia, low back pain, back pain (with radiation), the first episode of back pain, the second episode of back pain, device breakage, device dislocation, embedded device and pelvic pain to be related to essure administration. The reporter commented: treatment: tissue therapy, but it didn't work. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] (date unknown): denies spill bilaterally consult recommendations: tubes occluded. Good coil location [magnetic resonance imaging pelvic] on (B)(6) 2020: findings: evidence of a linear metallic foreign body noted within the left cornu of the uterus seen embedded within the myometrium, above the origin of the left fallopian tube with evidence of extra uterine extension for about 4 mm. [Pathology test] on (B)(6)2021: clinical history retained essure device_ gross description: the specimen is received in formalin within container labelled partial bilateral fallopian tubes, foreign body (essure) , the specimen consists of fallopian tube with metal coils within each the segments of fallopian tube, 1.1 x 0.4 cm and 1.3 x 0.5 cm in diameter. Sectioning second segment the fallopian tube is cystic. The essure coil is retained. Diagnosis labeled as partial bilateral fallopian tubes and foreign body (essure)6 biopsy: - fragments of fibromuscular tissue with foreign body material associated with remote hemorrhage. - benign simple para tubal cyst. [Ultrasound pelvis] on (B)(6)2019: non-pregnant.endometrial cavity through the myometrium [cornua]. Compatible with essure device.; on (B)(6) 2019: the uterus demonstrates a 1.4 cm endometrium. There are no obvious fibroids. There are nabothian cysts seen in the cervix. The ovaries appear normal. There is evidence of a questionable body <md/or surgical clip in the region of the pelvis, of uncertain cause and significance. [Ultrasound scan] (dates unknown): the findings are in keeping with superimposed infection of a pre-existent soft tissue nodule, benign, e.g. Pilonidal sinus and sebaceous cyst and few mildly heterogeneous mildly hypoechoic nodules were demonstrated, one in the isthmus measuring 9 mm in maximal diameter. Another one at the junction of the isthmus with right thyroid lobe measuring also 9 mm, and a third thyroid nodule was also found in the right lobe measuring 8 mm. A 7 mm nodule was also found on the left lobe. No worrisome characteristics were described for those nodules. [Ultrasound uterus] on (B)(6) 2019: essure on the right side of the uterus appeared to be distal from the interstitium of the uterus and more within the fallopian tube. The essure on the left side appeared to be appropriately placed and the essure on the right side of the uterus appears to be distal from the interstitium of the uterus and more within fallopian tube. The essure on the, left side appears to be appropriately placed. Normal ovaries quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 26-nov-2024: medical record received. New events device breakage & device embedded added. Essure removal date & surgery details are updated. Lab data (surgical pathology) report added. New reporters were added. Patient middle name added. Concomitant conditions & medical history added. Further company follow-up with the lawyer is not possible. Case comments: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Essure on the right side of the uterus appeared to be distal from the interstitium of the uterus and more within the fallopian tube [device dislocation] next essure fragments were noted sticking out from the cornual end of both fallopian end [device breakage] along with essure that was embedded inside the cornual end of the fallopian tubes [embedded device] persistent pelvic pain [pelvic pain female] lower back pain [low back pain] sharp lower back pain (right side) that worsened with bending and movements, radiated down the right knee [back pain (with radiation)] low and upper back pain that worsenes at night time [back pain] severe back pain [back pain] joint pain [joint pain] case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure on the right side of the uterus appeared to be distal from the interstitium of the uterus and more within the fallopian tube"), device breakage ("next essure fragments were noted sticking out from the cornual end of both fallopian end"), embedded device ("along with essure that was embedded inside the cornual end of the fallopian tubes") and pelvic pain ("persistent pelvic pain") in a 38 year-old female patient who had essure inserted (lot no. D40622) for sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 3, multigravida, hypertension, uti and lower abdominal pain. Previously administered products included: oral contraceptive nos. Concurrent conditions were listed as fatigue, dyspareunia, leg pain, thyroid nodule, difficulty sleeping, rheumatoid arthritis, thyroid nodular, redness and local swelling. Concomitant products included naproxen, baclofen and olmetec (olmesartan medoxomil). On (B)(6) 2015, the patient had essure inserted. In 2016 she experienced low back pain ("lower back pain") and arthralgia ("joint pain"). In 2017 she experienced pelvic pain (seriousness criteria medically important and intervention required). On (B)(6) 2018 she experienced back pain (with radiation) ("sharp lower back pain (right side) that worsened with bending and movements, radiated down the right knee"). On (B)(6) 2019 she experienced a first episode of back pain ("low and upper back pain that worsenes at night time"). On (B)(6) 2019 she experienced a second episode of back pain ("severe back pain"). On unknown date she experienced device dislocation (seriousness criteria medically important and intervention required), device breakage (seriousness criterion intervention required) and embedded device (seriousness criterion medically important).essure was removed on (B)(6) 2021. The patient was treated with surgery (on (B)(6) 2019 essure and fallopian tubes were removed and laproscopic essure removal). At the time of the report, the low back pain, back pain (with radiation) and arthralgia had not resolved. The outcomes for device breakage, embedded device, pelvic pain and the last episode of back pain were unknown. The reporter considered arthralgia, low back pain, back pain (with radiation), the first episode of back pain, the second episode of back pain, device breakage, device dislocation, embedded device and pelvic pain to be related to essure administration. The reporter commented: treatment: tissue therapy, but it didn't work. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] (date unknown): denies spill bilaterally consult recommendations: tubes occluded. Good coil location [magnetic resonance imaging pelvic] on (B)(6) 2020: findings: evidence of a linear metallic foreign body noted within the left cornu of the uterus seen embedded within the myometrium, above the origin of the left fallopian tube with evidence of extra uterine extension for al)out 4 mm. [Pathology test] on (B)(6) 2021: clinical history retained essure device_ gross description: the specimen is received in formalin within container labelled partial bilateral fallopian tubes, foreign body (essure) , the specimen consists of fallopian tube with metal coils within each the segments of fallopian tube, 1.1 x 0.4 cm and 1.3 x 0.5 cm in diameter. Sectioning second segment the fallopian tube is cystic. The essure coil is retained. Diagnosis labeled as partial bilateral fallopian tubes and foreign body (essure)6 biopsy: - fragments of fibromuscular tissue with foreign body material associated with remote hemorrhage. - benign simple para tubal cyst. [Ultrasound pelvis] on (B)(6) 2019: non pregnant.endometrial cavity through the myometrium [cornua] compatible with essure device.; on (B)(6) 2019: the uterus demonstrates a 1.4 cm endometrium. There are no obvious fibroids. There are nabothian cysts seen in the cervix. The ovaries appear normal. There is evidence of a questionable body <md/or surgical clip in the region of the pelvis, of uncertain cause and significance. [Ultrasound scan] (dates unknown): the findings are in keeping with superimposed infection of a pre existent soft tissue nodule, benign, e.g. Pilonidal sinus and sebaceous cyst and few mildly heterogeneous mildly hypoechoic nodules were demonstrated, one in the isthmus measuring 9 mm in maximal diameter. Another one at the junction of the isthmus with right thyroid lobe measuring also 9 mm, and a third thyroid nodule was also found in the right lobe measuring 8 mm. A 7 mm nodule was also found on the left lobe. No worrisome characteristics were described for those nodules [ultrasound uterus] on (B)(6) -2019: essure on the right side of the uterus appeared to be distal from the interstitium of the uterus and more within the fallopian tube. The essure on the left side appeared to be appropriately placed and the essure on the right side of the uterus appears to be distal from the interstitium of the uterus and more within fallopian tube. The essure on the, left side appears to be appropriately placed. Normal ovaries lot number: d40622 manufacture date: 2014-12-10 expiration date: 2017-12-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 06-dec-2024: quality safety evaluation of product technical complaint. Further company follow-up with the lawyer is not possible. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.